Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) requesting service as needed. During servicing, a ruptured hose was found. It is unknown that the device was not used in surgery. It is not known if any patient/user injuries or medical intervention occurred. There was no additional information provided.